Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - spinal pain. It was reported that the electrode 8 was >10k ohms all combinations. Electrode 8 was not currently programmed. No symptoms reported. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) 2019-09-03. It was reported no actions/interventions were taken with respect to the impedance >10k. The cause was unknown and the issue was resolved. No further complications were reported/anticipated.